Event description:
Pt had pain off and on for three weeks in her shoulder. Pt was very difficult to access and on date of incident no blood return was obtained when attempted. When urokinase was inserted, the pt had pain in chest. Subsequent x-ray showed the catheter had fragmented portion of the catheter was removed from the right atrium via a snare. The portal component was subsequently explanted. The fragmented portion of catheter has been discarded and is unavailable for evaluation. The remaining components are in the possession of the pt.